Event description:
It was reported that the ventilator shut down with an audible alarm on two occasions while connected to the pt. The ventilator was turned back on and it had worked fine. The pt was placed on a back-up ventilator. No reported harm to the pt.